Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-00155. Further follow-up identified the patient had a previous history of heart attacks.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-00154. It was reported the patient underwent a permanent trail procedure on (B)(6) 2017 wherein the lead was implanted. Reportedly, the patient returned on (B)(6) 2017 wherein the ipg was implanted. Subsequently, the patient passed away during recovery the same day due to a myocardial infarction.